Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 with skin irritation with purulent discharge at the infusion site (leg) while wearing the pod between 25 and 36 hours. The patient¿s blood glucose levels rose to 400 mg/dl at this time. As treatment, the patient was prescribed an unspecified topical ointment.